Manufacturer narrative:
It was reported that patient underwent a gynecological procedure on (B)(6) 2012 and concurrent removal of previous vaginal mesh in the anterior compartment due to mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior wall prolapse, grade 3 cystocele, sui and pop; concurrent procedure- cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent transvaginal excision of mesh obturator fascia, transvaginal closure of vaginal wall defect and cystoscopy on (B)(6) 2013 due to mesh extrusion and chronic pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic lysis of adhesions on (B)(6) 2014 due to right lower quadrant adhesions. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).a review criteria of the batch manufacturing records was conducted and the batch met all finished goods release

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.